Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020, with blood glucose of 400 mg/dl. Emergency medical service was dispatched and the customer was in emergency room as a result of high blood glucose level. Customer was treated with insulin pump. Customer reported that the insulin pump was not working. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer does allege that insulin pump was under delivering. The insulin pump will not be returned for analysis.